Event description:
A surgeon reported that a pt was experiencing foggy vision following intraocular lens (iol) implant surgery and feels that the iol is defective. The surgeon also stated there was no capsular opacity and no retinal edema upon examination. In a follow-up, the surgeon stated the reported event continues.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the reporter to properly complete an investigation. Add'l info was requested by phone, fax and mail on 02/07/2012. A completed questionaire was received on 02/10/2012. (B)(4).